Event description:
While using a byte night aligners, patient was examined by their dentist. The dentist recommends that the patient stop aligner treatment. The dentist has concerns about the potential increased gum recession and whether the aligners can accurately shift the patient's teeth to the desired positions without causing damage. The patient needs in-person care to ensure their teeth are shifting correctly and not causing damage. Aligner treatment discontinued.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.